Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that their ins had not been working in about 2 years. Pt met with manufacturer representative at their healthcare provider's (hcp) office on (B)(6) 2022, and manufacturer representative informed the pt the ins could no longer charge and the pt would need an MRI. Now, the pt had an MRI appointment on (B)(6) 2022, and the MRI facility "wanted certification that the ins was no longer working." Pt mentioned they had not charged the ins in about 2 years. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. The battery was un-chargeable according to the manufacturer representative. The manufacturer representative said she would see if sh e could get a new implant. Issue has not yet been resolved. Pt will be getting injection in spine to numb the nerves. Manufacturer representative was aware on (B)(6) 2022 that the patient was not able to connect to or charge their implantable neurostimulator, and that they had not charged in 3 years. On (B)(6) 2022, the patient reported that the cause of the inability to charge the implant was not determined; however, the patient had the implantable neurostimulator replaced in order to resolve the issue. Ultimately, the implantable neurostimulator was replaced on (B)(6) 2022 due to overdischarge as the health care professional agreed to replace the implantable neurostimulator following the injection in (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.